Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The ICD and rv lead were surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range pacing impedance measurements of 200 ohms and noise. The noise was oversensed resulting in delivery of inappropriate anti-tachycardia pacing (atp) and a shock. A chest x-ray was performed and two leads were observed in the rv. It was noted that the patient had a previously abandoned rv lead. Tachycardia therapy was programmed off pending potential device replacement on an unknown date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.